Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disease of the spine it was reported that intra-op, tip broke during the procedure. The product came in contact with the patient. No fragment remains in the patient. No patient symptoms or complication were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination identified it appears that part of the driver's tip has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. If information is provided in the future, a supplemental report will be issued.